Event description:
It was reported that customer experienced repeated cartridge alarms, including cartridge alarm 30, during cartridge load process despite following prompts and instructions. There was no adverse impact to the customer¿s blood glucose level. Customer did not have backup insulin therapy and planned to contact healthcare provider, while technical support confirmed pump warranty and shipping details, provided instructions for storage mode and pump return, and arranged replacement pump with guidance to re-enter pump settings and reconnect continuous glucose monitor.